Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar subsidence. The physician is hoping to replace the existing talar dome with an invision talar plate and dome and leave the existing tibial tray in place, unless it proves to be loose upon interoperative evaluation. If the tibia does prove to be loose, the physician will replace it with an inbone tray and stem.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could be confirmed based on available information and hcp assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that - "subsidence can be confirmed with the attached CT scan here. There is also a little bit of radiolucence visible. The tibial component does not show significant radiolucence or cysts. The underlying cause of the subsidence (loosening and migration) cannot be identified with the given information." Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In case where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and/or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to talar subsidence. The physician is hoping to replace the existing talar dome with an invision talar plate and dome and leave the existing tibial tray in place, unless it proves to be loose upon interoperative evaluation. If the tibia does prove to be loose, the physician will replace it with an inbone tray and stem. This patient has decided to not pursue surgery at this time. No further information has been provided by the surgeon at this time.